Manufacturer narrative:
(B)(4). At the present time there are no replacement parts available to repair/ resolve this issue. Once available, replacement parts will be provided to the user facility to repair the device and return it to service.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported the following: "the ventilator giving ext high peak and circuit occlusion alarm. The incident happened off patient while the rt preparing the ventilator. Upon our checking, we found the exp. Pressure transducer's zero a/d value showing 4095."

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.